Event description:
The customer reported approximately five (5) milliliters of fluid leaked onto the countertop involving the coulter act diff 12 analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. No erroneous patient results were generated. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucous membranes. There was no operator injury or adverse effect associated with this event. The facility has an exposure control/risk management plan in place. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered protein buildup in the tubing through biochem valve lv14. The fse replaced the syringe assembly due to excess salt buildup. The fse performed system startup and quality control (qc). Results conformed to the manufacturer's published performance specifications. Assembly. (B)(4).